Manufacturer narrative:
The lc blockout resin IFU contains a precaution/warning about the potential for sensitization when handling methacrylate-based resins, and mentions 'if allergic reaction, dermatitis or rash develops, consult a physician.'

Event description:
The adverse event occurred at a (B)(6) during a MFR-sponsored, hands-on lecture. During the tray fabrication exercise, a female (B)(6) became light-headed, flushed and felt like she was going to pass out. Four vacuum former machines were running at the time, and all were using tray sheets and lc blockout resin during this time. The fumes were noticeable in the room from these activities. The (B)(6) was taken to the clinical area and a wet rag placed on the back of her neck. Her heart was racing, so paramedics were called. The student's bp was 156/90 and her pulse was 116. The student was taken to (B)(6) and released in the evening. The on-call physician believes the reaction was caused by the fumes in the room. A week later, the student had a similar reaction while she was trimming trays (this is done after lc blockout resin and vacuum forming has been done). This reaction was less severe, but the student did leave class to purchase and take benadryl. The student felt fine 20 mins later.